Manufacturer narrative:
This complaint was identified during review of a journal article, so information about the case is limited. There was an attempt to obtain additional information; however, it could not be gathered due to the information being confidential and not able to be released. There was no particular product part or lot information provided, so a complaint review could not be performed. The screw was used on a patient being treated for a proximal humeral fracture using a minimally invasive / percutaneous plating technique. The study did not claim any defect in the zimmer products that led to the screw penetration into the joint. The most likely cause of the screw penetrating the glenohumeral joint is that too long of a screw was used, and the penetration into the joint was not caught on the intraoperative x-rays. Due to this complaint being identified during review of a journal article there was no product returned; therefore, no physical evaluation could be conducted. No specific part or lot number information was provided. The device history records could not be reviewed due to lack of product identification, no lot number provided.

Event description:
It is reported the screw was penetrating into the glenohumeral joint post-operatively. The pt refused further surgery to correct this.

Manufacturer narrative:
Info was rec'd via published literature. Http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4040373/. This report will be amended when out investigation is complete.